Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the distal rca and one in the mid rca. It is reported that the second stent was implanted in the distal rca to treat complications of a dissection after the initial stent implantation. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 12 month, 18 month and 24 month follow up's.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection).